Manufacturer narrative:
Updated lot number, unique identifier (UDI) and expiration date. Updated device mfg. Date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was successfully released and implanted. A perforation of the left ventricle (lv) occurred. The cardiac surgical team acted quickly to close the lv injury, via surgery, but the heart stopped, and did not respond. The patient died the day of the valve implant, due to the perforation. The cause of the perforation was caused due to a combination of a misplaced guidewire and excessive pressure of the guidewire in the lv. The guidewire was located at the base of the lv, instead of the apex. Another contributing factor of the perforation was the patient¿s hypertrophic heart.